Event description:
This event was rec'd from the FDA, via copy of the hosp's submission through the maude database. Customer reported: "during a surgical acl the tip of the arthrex screwdriver broke off into the implant. The tip lodged inside the implant. Decision was made not to remove the tip since the retrieval would have been more detrimental to the pt." No further pt info is available and no add'l adverse consequences were reported from this event. This device is used for treatment. Acl: anterior cruciate ligament.

Manufacturer narrative:
Device history record revealed nothing relevant to this event. The complainant's event is typically caused when the joint is flexed during insertion of the implant with the screwdriver engaged or when prying/levering the driver (and screw does not seat fully on driver). However, the actual cause of this event cannot be determined without device eval. The user facility has been contacted for availability of the device for evaluation, based on the info provided in their medwatch report to the FDA. A f/u report will be submitted if the device is rec'd and relevant info is obtained from the eval.